Manufacturer narrative:
The bec field service engineer (fse) confirmed the issue with the instrument. To resolve the issue the fse calibrated the instrument and replaced the syringe body assembly and the lyse piston. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that their dxh 560 al intermittently generated erroneously high white blood cells (wbc) and platelet (plt) results for patient samples. Erroneous patient results were not reported outside of the laboratory. There were no injuries, deaths, or delays/changes in treatment or diagnosis related to the reported issue. Onsite service was scheduled.